Event description:
It was reported that the patient passed away unexpectedly at his home. Additional information was received from the neurologist that the patient's death was due to sudep. Per neurologist the death was not related to vns therapy. No additional relevant information could be obtained.

Event description:
It was reported that the patient had a generator replacement prior to passing away. Device history records were reviewed for the generator the patient was implanted with, the generator passed all functional specifications and quality tests prior to distribution. No further relevant information has been received to date.